Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found only the connector portion of the lead was returned in one piece measuring 8.0 cm. An external insulation abrasion breaching the optim sheath was noted at 6.6 cm to 6.8 cm from the connector pin. The insulation abrasion found was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.